Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that while using bd alaris pump module smartsite infusion set, there were bubbles forming in the tubing by the pump segment. This event occurred 3 times. There was no report of user impact. The following information was provided by the initial reporter: "bubbles forming in tubing by pumping segment." D10: device available for eval yes. D10: returned to manufacturer on: 2021-12-02. H6: investigation summary 3 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline and infused with an alarais pump (pump dchu-0009 and pump module dchu-0016) for 125 ml/hr for 1 hr. No air was observed during or after the infusions. The customer complaint that there are bubbles forming in the tubing by the pump segment could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0500 lot number 21086493 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that while using bd alaris pump module smartsite infusion set, there were bubbles forming in the tubing by the pump segment. This event occurred 3 times. There was no report of user impact. The following information was provided by the initial reporter: "bubbles forming in tubing by pumping segment."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd alaris pump module smartsite infusion set, there were bubbles forming in the tubing by the pump segment. There was no report of user impact. The following information was provided by the initial reporter: "bubbles forming in tubing by pumping segment."